Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult deployment. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve. Grasping was performed, and the clip was placed in a2/p2; however, during deployment the clip initially did not deploy. Resistance was felt when retracting the actuator knob. Troubleshooting steps were performed and the clip deployed. The procedure was completed without any further issues. Mr was reduced to 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was investigated. The definitive cause for the reported device operates differently/than expected(resistance when retracting the actuator knob) could not be determined. The reported difficulty to deploy the clip appears to be cascading effect. There is no indication of a product quality issue with respect to manufacture, design or labeling.